Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump had operating currents within specification. The insulin pump was monitored and no blank display anomalies were noted. No damage was noted on the isolation tape. However, the insulin pump had a corroded battery cap contact. The insulin pump was received with a cracked case at the display window corners and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump has a blank display and she change the battery a few days ago. Blood glucose value is 241 mg/dl. Customer stated that the device does not show signs of physical damage and might hae been exposed to sweat. Customer stated the contacts on the battery cap are not missing or damaged. The battery compartment is neither damaged nor corroded. She stated that she hasn't worn the insulin pump for about 4 months and had just started using it. Customer inserted a new aaa alkaline battery; customer stated the display did not return. Battery was removed for 10 minutes, the battery cap was cleaned and battery was reinserted but the display still did not return. Nothing further reported.